Event description:
Removal of endosseous dental implant. Four implants were placed in a severely resorbed mandible during a complex procedure. One implant located in the left anterior mandible was removed approx 2 mos post-op. The clinician suspects that the failure may be most likely due to overheating of the bone during site preparation even though he reports using a new bur and copious cooled saline. He also reports that another cause of failure, although unlikely, may be due to possible premature loading due to denture instability despite checking denture fit and relief of reline at each post-op visit.